Manufacturer narrative:
Additional product analysis: the latex balloon appears to have ruptured on the proximal end of the balloon. The rupture appeared to occur evenly around the entire circumference of the balloon. A small surface defect or ¿dig¿ was found just past the point of the balloon rupture. No evidence of digs or surface anomalies were found on the balloon at the point of rupture. Shaft od and oal were both found to be within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: as received, the catheter was bloody and baggy. Visual inspection detected damage to the balloon proximal section, the damage consisted of breakage of the balloon material, as if the balloon burst during use. No other damage detected on the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A rashkind septostomy catheter was intended to be used during an atrial septosomy. The device was removed from packaging per IFU. The device was inspected, with no issues noted. Negative prep was not performed on the device prior to use. There was no resistance noted when crossing the septum. It is reported that a balloon rupture occurred. The rupture occurred on the second pullback across the septum. The device was moved/repositioned prior to the burst. It is reported that there was a sudden, gradual drop in pressure/rupture. 100% saline was used during the procedure. The balloon was inflated to 2mls before the burst occurred. It is reported that the procedure was successful with the balloon despite the rupture. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.